Event description:
On (b)(6) 2026, a patient underwent a kidney biopsy procedure using a MaxCore instrument. During the procedure, when the biopsy needle was withdrawn, only the inner needle remained protruding. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: This report was impacted by eMDR scheduled maintenance occurring July 22, 2026 to July 27, 2026. As the lot number for the device was provided, a review of the Device History Records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.